Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. On the fourth day after the sensor was inserted, pus was noted to be coming out of the insertion site when the sensor was removed. The area was evaluated by the patient¿s general practitioner (gp), who also noted induration at the site, the size of the sensor. The patient was treated with cefaclor for children, suspension 250 mg/5 ml. No additional patient or event information is available.